Manufacturer narrative:
Conclusion: the patient symptoms are indicative of a stroke, which is a known potential adverse effect per corevalve IFU. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
Attempts to obtain additional information from the field have been unsuccessful. The product remains implanted, and without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be obtained this event will be updated. (B)(4).

Event description:
Medtronic received information that the same day post implant of this bioprosthetic valve, the patient developed left arm/leg weakness, and left facial droop and dysphasia. The patient was able to obey commands. A brain CT was performed and at the time was inconclusive. An MRI was scheduled however the results were not available. No additional adverse patient effects were reported.